Manufacturer narrative:
This follow-up report is being submitted to relay additional information and/or corrected information. Updated: h2, h3, h6 and h11. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the part and lot number of the device involved in the event are unknown. Attempts have been made to gather all product identification information, and no further information has been provided. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a dental post fractured and the clinician indicated the post appeared undersized. The clinician contacted for technical assistance regarding increasing the post size. No further intervention has been reported to date. Attempts have been made and no further information has been provided.